Event description:
It was reported that the patient's left ventricular (lv) lead exhibited failure to capture. X-ray imaging was performed and confirmed a lead dislodgement. The lead was explanted and replaced successfully. The patient condition was noted as stable.